Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician was using a pinnacle precision access kit, when physician inserted the introducer wire; it went into the profunda instead of the common femoral artery so the physician wanted to remove the needle and wire and reattempt to enter into the common femoral artery. When removing the needle and wire from the patient the end of the wire sheared off. They were able to snag the wire to completely remove it so there was no harm to the patient but reporting the fact that the wire sheared off. There was no harm to patient and the patient is now discharged. Additional information was received on 3/8/2018: the procedure was completed as intended.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned.